Event description:
The account alleged the bed exit will not set. No pt impact. (B)(4).

Manufacturer narrative:
The account found the scale was reading a negative weight, user error. The account zeroed the scale to resolve the issue.